Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had a lead dislodgement within 6 days of implant. The lead was repositioned. The patient subsequently suffered some extracardiac stimulation during right ventricular pacing and a computerized tomography scan was performed which demonstrated a microperforation from the right ventricular lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.